Event description:
The customer stated that her blood glucose readings had been higher than usual. On one occasion, she tested her glucose and received a reading above 300 mg/dl using her contour meter. She took her usual dose of 24 units of insulin after she received that reading. After an hour, she tested again (no reading provided) and took another 24 units of insulin. The customer went to bed and woke up at 2:00 am. She tested her glucose and received a reading of 47 mg/dl. The customer did not provide any more information about the event. Several attempts were made to contact the customer for additional information, but they were not successful. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.